Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection between the transfer set and the patient line was reported, which is known to cause this alarm. The cause of the loose connection/disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. During troubleshooting, it was determined that the transfer set was disconnected from the patient line due to loose connection. The patient stated that the transfer set was disconnected from the patient line and they reconnected after the machine alarmed. Renal therapy services (rts) instructed the patient to contact the peritoneal dialysis registered nurse about the line disconnection from the transfer set and missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.